Manufacturer narrative:
Patient information: no information available. Device available for evaluation: 3m¿ ranger¿ high flow disposable set was discarded at the hospital. Model number and lot for tubing is not available. Product has not been returned to 3m. Tech service at (B)(6) medical center tested the infusor and it passed all tests. Contact at hospital stated the malfunction may have been human error.

Event description:
A hospital reported during a code on a patient the 3m¿ ranger¿ pressure infusor 14500 did not apply enough pressure to deliver packed red blood cells to the patient. The infusor was replaced with 3m¿ ranger¿ pressure infusor, model 90032. While using the infusor model 90032 the spike from 3m¿ ranger¿ high flow disposable set popped out of a bag of red blood cells.

Manufacturer narrative:
Date event corrected. Added patient's age, weight and gender information.